Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the sensor gave no readings after the 2 hour warm up. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log did not confirm the reported event. A root cause could not be determined.